Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,), h11 , e1 ( initial reporter ) corrected field : b6 , b7 a getinge field service engineer fse was dispatched to the site to evaluate the unit. When the fes was calling in for a description of the issue and to receive a po, fse was informed that the unit would be going to their in-house dept for repair. Closing repair ticket for record keeping.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had display red and flickering issue. There was no patient involvement.